Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Capture threshold in the rv (right ventricle) was elevated. Impedance was greater than 3000 ohms on (B)(6) 2015. Rv capture threshold has been greater than 2.5 volts since approximately (B)(6) 2015. Concomitant product: 0185 boston scientific lead; 4480 boston scientific lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a loose connection. The pocket was re-opened and a reconnection was made into the device header. The device remains in use. No patient complications have been reported as a result of this event.